Event description:
As reported by the edwards sales representative, post valve deployment the patient became hemodynamically unstable. Case summary: prior to the insertion of the balloon valvuloplasty (bav) the patient¿s sbp was recorded at above 100, however, post bav the patient's bp was slow to recover. A second bav was needed and again patient's sbp was slow to recover. Medications were utilized to help support the patient¿s bp prior to valve deployment. Once patient's systolic blood pressure (sbp) reached above 100, the valve was able to be deployed without incidence. However, post deployment the patient¿s bp could not maintain a pressure higher than 60 systolic. Epinephrine was given; however, the patient had a minimal response. Manual chest compressions were then initiated along with inotropic support. After approximately 10 minutes of CPR the patient was put on cardiopulmonary bypass (cpb). The patient was on cpb for approximately 28 minutes and was then slowly weaned off for 5 minutes before becoming hemodynamically unstable once again. Cpb was restarted again for 30 min and again the patient was weaned off. The patient was off cpb for roughly 30 minutes when protamine was administered, and the patient became hemodynamically unstable again. An intra-aortic balloon pump (iabp) was then inserted and moderate doses of pressors were initiated. Per report, the patient also required vascular intervention to repair her right femoral artery, which was damaged when the cpb cannulas were inserted. The patient was then transferred to the ICU at the end of the procedure with the iabp and pressors in place. Per report, the physician believes the root cause for the hemodynamic instability to be related to the patient¿s mod-severe lvh and small ventricular cavity. The patient developed right sided heart failure because the patient was unable to tolerate the pacing runs.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, per report, the physician believes that the hemodynamically instability was due to the patient¿s small ventricular cavity, moderate-severe lvh, and small female stature. It was noted that her small ventricular cavity did not allow her to tolerate the pacing runs and she developed right sided heart failure. Additionally the patient¿s advanced age and underlying co-morbidities (cad, chf) along with the general procedure could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.